Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the patient never had therapeutic effect. The device is shocking at the neck when the patient turns. An information request was made regarding the patient programmer (pp). The patient has been calling for 1.5 months, she has an appointment on (B)(6) with her doctor and company representative. They are going to shut off the device because it's not functioning again, not working. If the patient holds her neck a certain way it works fine, if she turns her head to do anything it just doesn't work at all. The patient has the device for her arm. The patient turns the device down to zero and still gets a jolt. The patient hasn't turned off and wasn't aware of this. The patient thought her device is part of a recall. The device is turning stimulation on/off by itself with certain body movements. The patient is not happy with her stimulator. When the patient turns her neck a certain position and her body a certain position she may feel no stimulation to shocking sensation. This has been occurring the past four months. The patient wants to turn her stimulation off.

Event description:
It was reported that stimulation was intermittent. When the patient turned her head one way she felt stimulation and it worked, however, when she turned it the other way it didn¿t. There were no falls or trauma. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3550-39, lot# n356353, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3986a, lot# n370284, implanted: (B)(6) 2014, product type: lead. (B)(4).